Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that the patient underwent an osteosynthesis for proximal tibia fractures on (B)(6) 2018. During the surgery, the drill bit could not be inserted into the universal drill guide. Then, another drill guide was used with the drill bit properly. The surgery was completed within a thirty (30) minute delay. There was no adverse consequence to the patient. Concomitant device: 2.5 mm drill bit (part: unknown, lot: unknown, quantity: 1). This report is for a 3.5mm universal drill guide. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: lot number. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 323.360; lot: 9208359; manufacturing site: haegendorf; release to warehouse date: january 09, 2015. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation selection : investigation site: cq zuchwil , selected flow: 2. Functional ¿ unable to assemble . Visual inspection: we¿ve received the universal drill guide 3.5 back for investigation. The tube with the 2.5mm diameter hole shows strong deformation. The rest is in otherwise good condition. Functional test: the complaint condition can be confirmed that a drill bit can¿t go through the tube with the 2.5mm diameter hole. Nevertheless, it can be stated that the complaint condition is related to the deformation, which was obviously caused post manufacturing. Dimensional inspection: the cause of the complained malfunction is a post-manufacturing caused, therefore no dimensional inspection is required per selected investigation flow. Drawing/specification review: the cause of the complained malfunction is a post-manufacturing caused, therefore no drawing/specification review is required per selected investigation flow. Summary: the complaint condition can be confirmed that a drill bit can¿t go through the tube with the 2.5mm diameter hole. Nevertheless, it can be stated that the complaint condition is related to the deformation, which was obviously caused post manufacturing. Based on the provided information, we are not able to determine the exact cause of this complaint. Although the exact cause cannot be determined, the most probable root cause for this complaint is excessive force exerted on the device, or simply regular wear caused the deformation. Therefore, we can confirm the visible damages are not from any manufacturing non-conformity. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.